Event description:
The customer contacted stryker to report that their device is not recognizing the connected defibrillation electrodes and displays a "connect electrodes" message. As a result, defibrillation therapy would be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device would lose paddles lead ECG when the therapy cable's strain relief was flexed. The customer was advised to order a replacement therapy cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed therapy cable and determined that the cause of the reported issue was due to worn/damaged contacts on the cable.